Manufacturer narrative:
No patient injury reported. Probe returned to manufacturer and evaluated. Reported discrepancy could not be duplicated. Returned probe met all manufacturing specifications.service technician sent out to hospital to check the cryo-cs unit (csl 1024). Could not get specifics on original problem. Completed annual pm, unit operating within specification.

Event description:
At the time of freezing, could not maintain proper temperature - complete shutdown and multiple probe connection changes needed. The probe kept disengaging and after each function change, the doctor would need to change ports to get the probe to function properly, 60 minute delay in case.